Event description:
It was reported that during a gastrectomy procedure, after firing the device about 3/4 of the anastamosis stoma was not complete. Another device was used to complete the case. Unk patient consequence.